Event description:
It was reported that the zimmer skin graft mesher was damaged inside at both ends of the platform. There was no patient harm or delay reported. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured between 04/12/2002 and 05/29/2002 and was last repaired on 02/14/2012 for a non-related issue. Evaluation of the device observed the comb was bent and the ratchet handle had no lubrication. The customer returned cutters both of which produced an incomplete test mesh and did not pass cutter evaluation. Prior to repair, the test mesh or calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, lubrication of the ratchet and both cutters were returned to the customer as non-repairable. The device has not been returned to zimmer (B)(4) or zimmer surgical for maintenance or repair for two years; therefore, lack of preventative maintenance most likely caused the damage to the comb, which most likely caused the customer's reported event. The device was serviced and returned to the customer.